Manufacturer narrative:
Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomie partielle- "during first 10 minutes of the surgery the generator went in continuous alarm, knife stayed blocked in exposed position I changed the device with approval from surgeon." Patient status: "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed that the blade was extended into the blade channel of the device with the jaws open. Upon further evaluation, it was found that an internal post in the handle had detached, causing the blade to remain within the jaw. This in turn caused an electrical short causing the device to alarm. The root cause of the event may be due to excessive lubricant in the handle. The presence of lubricant can reduce the retention of the internal post causing the blade to become disengaged and extended in the forward position. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.